Event description:
It was reported that the patient was hospitalized when pocket infection was observed in the clinic. During revision procedure, physician was unable to remove the lead. Procedure was cancelled and the patient was transferred to another hospital for system explant. Four days later, the system was explanted and a new system was implanted on right side successfully. The patient developed sepsis and remained hospitalized. Patient was discharged and is doing fine now.